Manufacturer narrative:
(B)(4). The actual sample was received and evaluated. The reported condition was confirmed. The lot number was not provided; therefore a batch review was not conducted. Similar reports have been received by baxter for the reported problem no root cause relating to the manufacturing process has been determined and no corrective actions have been identified. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
A customer reported to baxter (B)(4) that upon initial use of the clamp it was easily broken. The reporter went the hospital to test the blue clamp. He used normal strength to open the clamp and found 3 clamps were broken in ten units during the test. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint. This is complaint 1 of 3.